Event description:
A complaint was received regarding a message of "error er2" when testing on the adc device. As a result, on (B)(6) 2022, the customer had unspecified hypoglycemic symptoms and had a loss of consciousness and was provided intravenous glucose by an hcp for a diagnosis of hypoglycemia . No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a message of "error er2" when testing on the adc device. As a result, on (B)(6) 2022, the customer had unspecifed hypoglycemic symptoms and had a loss of consciousness and was provided intravenous glucose by an hcp for a diagnosis of hypoglycemia . No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader mdgb184-g0021 was returned for investigation. Visual inspection of the returned reader was performed and no issues were observed. Performed built-in reader test. The reader test passed and did not observe any error messages. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.